Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Per the complaint information, the patient stated there was air in the line. This complaint was not confirmed in the lab due to a lack of a sample. The lot number is unknown therefore a batch review was not performed. There was not enough data within the complaint information to identify root cause of the air. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted (B)(4) regarding assistance ending therapy due to air in the patient line that occurred on the home choice (hc) unit during initial drain. The hp stated there drain volume was not increasing and they saw air in the patient line. The technical service representative (tsr) assisted the hp to end therapy and starting over with new supplies. There was patient involvement, but no injury or medical intervention was reported. A follow up was done via phone call. The hp stated they started over with new supplies. The hp has continued therapy no injury or medical intervention reported as a result of this incident.